Event description:
Tip broke off of device while in use. Tip retrieved from patient. No harm to patient, as reported by clinician.

Manufacturer narrative:
Tip came off the shaft of the electrode during surgical use. Hospital retrieved tip w/o patient complications. Engineering analysis found small holes where the tip broke away at the weld sites. The weld itself held and the tube tore away due to fatigue or excessive force.